Event description:
Per the clinic, the patient underwent revision surgery (date not reported) due to skin overgrowth. During the same surgery, it was noted that the fixture lost osseointegration.

Manufacturer narrative:
(B)(4). Device currently unavailable.